Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. The patient was in stable condition. Additional information has been requested but has not yet been received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating that noise resulted in oversensing.

Event description:
Additional information was received indicating that no further intervention will be performed.